Manufacturer narrative:
The instrument has been returned and evaluated by the failure analysis team. The endoscope was tested and placed on the in-house system for functional testing and failed to provide a video due to an electrical communication failure. The in-house system failed to communicate with the endoscope, resulting in an error message "check endoscope cable connection/endoscope self - test failed." The endoscope was visually inspected and found with cosmetic damage and laser marking on housing damage. During inspection of the endoscope cable integrated connector, the connector exhibited discoloration. Visual inspection confirmed discoloration of the housing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting motion issue with the endoscope, an investigation is in progress to determine the cause of this reported event. Isi has received the endoscope involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 30-degree endoscope failed the calibration. When the customer turned the scope to go up, it went down. The procedure was completed with no reported injury. An attempt has been made by intuitive surgical inc. (Isi) to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.